Manufacturer narrative:
Additional info: based on receiving new information, the following fields have been updated accordingly. If implanted; give date: (B)(6) 2018. If explanted, give date: (B)(6) 2019. Patient code 3191 ¿ explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown, however a best estimate is (B)(6) 2018. If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the patient insisted that a poor quality lens, a model zlb00 25.0 diopter intraocular lens (iol) was implanted into her operative eye. She also complained of having blurry vision, glare at night, and poor distance/near vision. Her visual acuity before surgery was 20/40, and post-operative is 20/25. A lens exchange has been scheduled for (B)(6) 2019. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.